Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed via cine. Patient was asymptomatic. No electrical anomalies were detected. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.